Manufacturer narrative:
The reported uncomfortable stimulation was not confirmed. Analysis of the returned ipg found it had no physical anomalies that would contribute to the issue. The device was subjected to a functional test ate. This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. This test specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. No impedance issues were identified. The returned ipg displayed normal device characteristics. The cause of the reported issue could not be ascertained.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient was in a car accident and the patient experienced overstimulation as a result. Patient was advised to turn off the stimulation due to the patient feeling uncomfortable. Patient had effective stimulation prior to the accident. The patient had uncomfortable stimulation with vibrations and stimulation was lost as a result. The device was explanted, and a new device was implanted to help resolve the issue.